Manufacturer narrative:
The computer locked up, during the procedure. Affecting patient care. The cause of the issue is under investigation, while our service team replaces the computer.

Event description:
The computer was locking up, during the procedure. Delayed, the patient treatment.